Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vaginal hysterectomy, the device was used to ligate uterine attachments. Per the assisting staff, during placement and activation, the external edge of jaw "may have been in contact with patient's skin." The staff reports that the device was working as expected thru the procedure. The staff did not notice the approximately 2 centimeters "very minor" burn on labia until after the procedure. It was not observed as it happened. The burn was treated with a topical medicine, and the patient recovered routinely.